Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Event description:
It was reported that there was a depleted battery due to normal battery depletion. The implantable neurostimulator (ins) was replaced and sent back to the manufacturer for analysis. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.